Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for a pulse generator replacement procedure. During pre-procedure analysis, it was noted that the patient's right ventricular lead was experiencing high capture thresholds and rising pacing impedance. The physician capped and replaced the lead in the same procedure. The patient's condition was stable throughout the procedure.